Event description:
It was reported that the ventilator generated a technical error code indicating turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This complaint has been decided to be reported to competent authorities, as the provided information represented a reportable event. In the further process of complaint handling it has been identified that the record is related to the ventilator that is a demo unit, not for patient use. The issue is not considered as a safety related.

Event description:
Manufacturer's ref. #: (B)(4).